Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event about or on (B)(6) 2011. The decedent also experienced a cardiovascular event about or on (B)(6) 2012, and subsequently expired on (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (death) of three events reported for the same pt involving two separate products.